Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a fracture behind the terminal connector. The lead was replaced with a new endotak lead of the same model.